Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled for a revision surgery on (B)(6) . They think the device needs to be shallower. When asked if the patient is able to charge the implant the rep said not yet but they will know following the procedure on (B)(6).

Event description:
Additional information was received from a manufacturer representative (rep). Caller reported revision surgery yesterday because thought ins was too deep and could only see recovery mode with wireless recharger. The rep reported that the patient successfully charged their implant and issue was resolved. Following revision ins was communicating and they were able to charge with excellent connection. Patient reported seeing an unknown error "contact clinician". Caller contacted the patient and por was noted on the patient app. Caller walked patient through the clinician app to confirm programming and clear por. Reviewed clearing por can be done by the patient app. Patient noted three battery levels and the ins battery level at 100%. Patient still in open loop screen on the recharger app. Reviewed resetting the wireless recharger a couple times and see if the app and wr will connect. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Caller reported revision surgery yesterday because thought ins was too deep and could only see recovery mode with wireless recharger. The rep reported that the patient successfully charged their implant and issue was resolved. Following revision ins was communicating and they were able to charge with excellent connection. Patient reported seeing an unknown error "contact clinician". Caller contacted the patient and por was noted on the patient app. Caller walked patient through the clinician app to confirm programming and clear por. Reviewed clearing por can be done by the patient app. Patient noted three battery levels and the ins battery level at 100%. Patient still in open loop screen on the recharger app. Reviewed resetting the wireless recharger a couple times and see if the app and wr will connect. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from rep. They reported that it was unknown if the fall affected the device. The cause of difficulty maintaining connection to recharge was not known. It was unsure what the contributing factors were however it was not user error. Rep troubleshot for 20 minutes with the patient. Patient was still not successful at recharging implant. The approximate implant depth was less than 2cm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states the pt fell recently--caller believes sometime a week or two ago. The fall may be related to this problem. The caller states the pt was able to have two successful recharge sessions since the fall but since this previous sunday, the pt has been getting the open-loop screens. The caller states he can feel the stimulator but couldn't feel if it was completely flat. Caller states on the open loop screen with numbers, the pt has been able to get up to number 17 for a high but the caller notes seeing 'excellent' today while on one of the open loop screens. The caller also tried to use the communicator to connect to ins but was unable to connect. Tss reviewed this would seem as though the ins may have shifted/moved and the wr is now having a problem connecting to ins. Tss reviewed comparing old/cu rrent x-rays of system may shed light on the possible situation. Tss noting that one of the screens in the attached image shows "maintain recharger position over implanted device for 30 minutes" but tss unable to locate that image in the screen library. Tss will follow up if any further info can be provided to rep. No symptoms reported.